Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that, post procedure, a patient was being treated for a tunnel infection and empirically for peritonitis. A cvc was placed for treatment. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.